Event description:
Per additional information received from the field representative, some difficulties were encountered when crossing the native valve during the procedure. Additionally, the valve detached from the balloon and was implanted at non-target position, specifically between the abdominal aorta and the common iliac artery.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on new information from the field representative. The following sections of this report have been updated: corrected b1, corrected b2, additional information added to b5, corrected d9, corrected h1, corrected h6 health effect-impact code, corrected h6 health effect - clinical code, additional code added to h6 type of investigation. Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineer evaluation. The following sections of this report have been updated: additional codes added to h6 type of investigation, corrected h6 investigation findings, and corrected h6 investigation conclusions. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure modes is not required at this time. The device was not returned to edwards lifesciences for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. No imagery was provided for review. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, difficulty or inability in tracking the delivery system to the landing zone, including traversing the aortic arch and crossing the native annulus/bioprosthesis has not been associated with device malfunctions or manufacturing nonconformance's. Rather, the root cause for these events have historically been due to patient factors, poor guidewire management, damaged guidewire, and/or excessive manipulation of the flex wheel. The difficulty crossing the annulus was empirically confirmed based on the information provided. There are several factors that may cause or contribute to difficulties crossing the native annulus such as, patient factors may cause constrained section of the anatomy that interferes with passage of the delivery system. Proper use of the guidewire or damaged guidewire is important as it serves to guide the delivery system during tracking and crossing of the anatomy. As such, poor guidewire positioning and/or loss of guidewire placement may cause the delivery system to interact with patient anatomy, leading to difficulty tracking/crossing. Excessive manipulation of the flex wheel may cause misalignment between components of the flex assembly within the delivery system handle, damaging the components and causing resistance or inability to fully flex the delivery system, leading to difficulty crossing the aortic arch and/or native annulus/bioprosthesis. However, due to insufficient information provided, a definite root cause was unable to be determined at this time. The complaint report of the transcatheter heart valve dislodging off the balloon was unable to be confirmed due to unavailability of imagery. In this case, difficulties were reported in crossing the native annulus with the crimped valve. Attempts to overcome crossing difficulties may cause the valve to interact with the patient's native valve and potentially causing the valve to move and dislodge off the balloon. As such, available information suggests that procedural factors (device manipulation) likely contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by edwards lifesciences affiliates in china, a 23 mm sapien 3 valve was being implanted in the aortic position via a right transfemoral approach. During the procedure, when the delivery system crossed the native aortic valve, the transcatheter valve detached from the balloon. A second valve kit was immediately opened, and the replacement device was successfully implanted. According to the information provided, the patient did not experience injury and remained in stable condition following the procedure.